Event description:
A report was received that the patient's paddle lead was exhibiting high impedances. The patient underwent a lead revision and the physician replaced the lead. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient's paddle lead was exhibiting high impedances. The patient underwent a lead revision and the physician replaced the lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-35, serial # (B)(4) and 375384 description: scs phiii extension 35cm.

Manufacturer narrative:
The device evaluation indicated that the proximal ends of the paddle lead were cleanly cut and not returned for testing. The cut damage is a result of a typical explant procedure and is not considered a failure. The complaint of high impedances could not be confirmed.

Manufacturer narrative:
Additional information was recevied that malfunction was not suspected on the lead extensions.

Event description:
A report was received that the patient's paddle lead was exhibiting high impedances. The patient underwent a lead revision and the physician replaced the lead. The patient was reportedly doing well following the procedure.